Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider alleges the right front frame is broken at the crossbrace where it attaches to the frame.